Manufacturer narrative:
.

Manufacturer narrative:
The recipient is reportedly improving and has achieved lock with the newly inserted magnet. The explanted magnet was returned to the company on (B)(6) 2015.

Manufacturer narrative:
Magnet replacement surgery reportedly took place on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well and continues to use the device. The recipient's device remains implanted. The magnet passed the external visual inspection. The magnet passed the gauss measurement test. The magnet passed the tests performed. No corrective action is indicated. This is the final report.

Event description:
The recipient is reportedly experiencing intermittencies and decreased retention. Revision surgery to replace the internal magnet is scheduled.